Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. The device was returned to a third party service center and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.